Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd iag bc pro global has a labeling issue. The following information was provided by the initial reporter, translated from french to english: order (B)(4) received 1 box of ref: (B)(4) instead of 381047. I checked with the warehouse expert and the conclusions are: processed from po & po-oa / no stock discrepancy found product: 382547 is not an item that is shipped from temse / nor sold in europe. Possibly a wrong product label was attached at manufacturing. 1. Has item: 381047, batch number: 4311133 been ordered by your establishment? Yes. 2. As indicated, you did not receive 381047, but a box labelled with material 382547. Did the individual units inside the box come from material no. 382547 or material no. 381047? We did receive 381047 but it was a box labelled 382547.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Your report that the shipping box was labeled with material #382547 was confirmed from the photograph that was provided for investigation. The photo showed a shipping box label with material #382547 and lot #4310889. No physical samples and no photos of the dispenser box and unit packaging were provided for investigation. Although it could not be confirmed what product was in the dispenser box, this was manufactured on the same subassembly as the lot number provided. This was evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.